Event description:
This lead was implanted on (B)(6) 2000 and remains implanted at this time. The following physician was dr. (B)(6) at (B)(6) center in (B)(6) . A call to technical services placed on 7/23/2013 stated that the device was detecting noise from this lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).